Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath would not peel all the way down and the wings broke off. The physician used a surgical tool to aid in removal of the sheath and was able to finish placement.